Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. At 2030 the tubing set was being used to deliver and unspecified concentration of phenergan at a rate of 100ml/hr, with a vtbi (volume to be infused) of 25ml, for duration of 15 minutes, and the delivery was started. 10 minutes after the infusion was started, the patient noted a leak of solution from the outlet port of the filter of the tubing set and notified the nurse. The tubing set and medication were replaced and the therapy was resumed. The customer contact reported that the nurse took the tubing set to be "tested" and confirmed that a leak was noted between the outlet port of the filter and the tubing. It was reported that the tubing was wiped off at the location of the leak. At that time the tubing separated from the outlet port of the filter. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.